Event description:
It was reported that upon stomach evacuation use, they noticed a missing air vent valve missing from the nasogastric sump tube kit. Per follow up received via email on (B)(6) 2023, customer stated that the product was not inserted into the patient, but the package was opened, and the product had a missing part, the air vent port (blue and white connector), in addition to this issue they received 13 more from staff that were still sterile in the packaging from bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "incorrect line clearance.". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required because labeling could not have prevented the reported issue. A through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon stomach evacuation use, they noticed a missing air vent valve missing from the nasogastric sump tube kit. Per follow up received via email on (B)(6) 2023, customer stated that the product was not inserted into the patient, but the package was opened, and the product had a missing part, the air vent port (blue and white connector), in addition to this issue they received 13 more from staff that were still sterile in the packaging from bd.